Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. The event date listed in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an error-2 message on her adc blood glucose meter on an unspecified date. The customer reported experiencing symptoms of "dry mouth, nausea" due to the meter not working (no specific date was provided). The customer went to a hospital, where she was diagnosed with hyperglycemia and treated with "tablets, insulin, serum". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 4500166154 were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
A customer reported receiving an error-2 message on her adc blood glucose meter on an unspecified date. The customer reported experiencing symptoms of ''dry mouth, nausea'' due to the meter not working (no specific date was provided). The customer went to a hospital, where she was diagnosed with hyperglycemia and treated with ''tablets, insulin, serum''. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint, it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the precision xceed meter and precision strips were reviewed, and the dhrs showed the precision xceed meter and precision strips passed all tests prior to release. As a serial number for control solution was not provided, all adc precision products produced by (B)(4) between sep 2014 and sep 2016 were reviewed for waivers, nonconformance's and rework activities, and no resulting adverse effects on the product were found. Retain testing was performed for precision strips and all units performed in specification and passed. A tripped trend review was completed for the reported complaint and precision xceed meters. No trips were observed. A tripped trend review was completed for the reported complaint and precision test strips. Although trips were observed, no further track and trend review was required as there were no confirmed complaints. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported receiving an error-2 message on her adc blood glucose meter on an unspecified date. The customer reported experiencing symptoms of ''dry mouth, nausea'' due to the meter not working (no specific date was provided). The customer went to a hospital, where she was diagnosed with hyperglycemia and treated with ''tablets, insulin, serum''. There was no report of death or permanent injury associated with this event.